Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The foreign materials could not be removed from the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, the nozzle on the evis lucera elite gastrointestinal videoscope was clogged due to insufficient or incorrect reprocessing. The scope was used with a standard set. No impact on the procedure. No patient harm reported. The water supply status of the nozzle was not checked during the pre-use inspection. During use, the water supply was not good. The nozzle clogging was found during inspection. The mh-946 injection tube was not used for manual cleaning in the hospital. The facility was using a non-olympus automatic endoscope reprocessor (aer). The last time the nozzle was replaced was unknown. The hospital had been reprocessing the scope correctly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation of the clogged nozzle, the root cause was unable to be identified; however, the event was most likely caused by the watertight packing / silicone adhesive / silicone member of the peripheral device was damaged and mixed into the channel. The event can be detected/prevented by following the instructions for use which state: " inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents." It also states, " inspection of the air-feeding function and inspection of the objective lens cleaning function. Olympus will continue to monitor field performance for this device.